Event description:
It was reported that the patient had surgery in 2002 and again in 2003 (hernia). She also had surgery in 2004; because the staples did not stay in, the patient is having another surgery to remove the staples and replace them with suture. The patient had a lot of pain. The procedure was done with the #60 count stapler. The patient says she has a lot of issues with it.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient had gastric bypass surgery (B)(6) 2002. During the initial surgery mesh was placed (seprafilm and staples). In 2004 the patient was having pain and was down to a size 0. The patient went for five follow-up appointments related to the pain. The patient went for multiple tests: upper gi, lower gi, blood work, colonoscopies and a cat-scan. After the sixth follow-up appointment the patient was rushed into surgery (vertical incisional hernia that ruptured in-ward); the report stated that they had to repair the hernia and abdominal wall reconstruction was done and a new mesh was put in. (B)(6) 2014 the patient is going for a follow-up and they will set the date for the next surgery. The patient stated that the staples are failing to hold; the staples have popped out. There could be bleeding or leakage from the bowel. There was no surgery done in 2003. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What type of hernia? What device was used to attached the mesh? What staples popped out? What indication did the surgeon have that there was bleeding or leakage from the bowel?